Event description:
9fr arrow flex sheath had excess plastic inside the dilator, and it came out of the tip of the dilator when it was flushed. An additional sheath (the same as the first sheath) also had excess plastic which could be seen inside the tip of the dilator. Both sheaths and the excess plastic were removed from the procedure tray. No patient harm. Both devices have same serial and lot #'s.